Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reez3810 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "PICC was non-functioning and needed to removed due to leaking from catheter near the 2cm mark." No other information provided.